Manufacturer narrative:
Ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed a spike in impedance, high impedance, noise, and the short v-v count was noted. It was also reported the leads were found to be adhered together. The leads were removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated apparent explant damage. The analyst noted severe explant damage throughout. If information is provided in the future, a supplemental report will be issued.